Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected data: in review, it was noted that the following information were inadvertently not captured in the initial MDR report; therefore, they are included in this MDR report. The information provided indicated that there was no incision enlargement for removal of the implanted lens and no vitrectomy was performed; however, sutures were required. The patient outcome, vision was reported to be poor. Patient's visual acuity pre-operative: with correction for both right eye (od) and left eye (os) was 20/30. The visual acuity post-operative: for the right eye (od) was 20/50 and for the left eye (os) was 20/80. The following field was updated accordingly: additional patient code 2137 - blurred vision added. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product is discarded by the surgery center. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had refractive surprise after implanting model zxt150 24.0 diopter tecnis symfony toric multifocal iol (intraocular lens) in her right eye (od). As a result, iol was explanted on (B)(6) 2018. Patient outcome is unknown. Product will not be returned as it was discarded by the surgery center. No additional information provided.